Manufacturer narrative:
Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device is still in the hospital but it was taken out of use. The device were placed inside the operation room with the fan pointed away from the patient. The customer report that there was no formal autopsy completed. This mycobacterium chimaera finding was actually from a bone marrow biopsy that was performed as a result of him having pancytopenia. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report which indicated that a patient who underwent an aortic valve replacement and coronary artery bypass on (B)(6) in 2016 died. The customer reported that the patient was found to be infected with mycobacterium chimaera. The cause of death is currently unknown.